Manufacturer narrative:
(B)(6).

Event description:
It was reported that the implant broke during surgery. There was no reported harm to the patient.

Manufacturer narrative:
One (B)(6) footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The proximal end of the anchor has broken off and was not returned for evaluation. The inserters the inner shaft is bent; this condition is consistent with off axis insertion. Dimensional assessment of the inner shaft confirmed it met print specifications. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. Further investigation is not warranted at this time.